Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic for a follow up where post-paced t-wave oversensing was noted on the stored egm. Reprogramming changes were made and it was recommended that the physician perform additional tests. No further information is available at this time.